Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device was monitored for 24 hrs and no blank display anomalies noted. Power connector plug in and locked in place properly. Device received with the audio alert functioning properly. No audio alert anomaly noted. No pump error 63 alarm noted during testing or listed in device history.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had audio issue. Customer reported that to adjust the audio volume to 1, pressed save, and listen for the beep and to adjust the audio volume to 5, pressed save, and listen for the beep. Customer reported they did hear beeps when audio volume settings were saved. Customer reported they did not hear the differences between the two audio beep volumes. Customer reported that the insulin pump was working now but as per troubleshooting the insulin pump had no audio. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.